Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the system parameter settings. The ccc found the operation console #85 mdu priority defaulter to "0" following the 2.03 upgrade. The customer's normal setting should be "1". The ccc found #156 handshake protocol version defaulted to "260. The customer's normal setting is "10004". The ccc returned their settings to their original settings and tested with a high lipase sample, resulting in the expected range. The cause of the delay in reporting patient sample results was due settings being change to the default as a result of a system upgrade. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Improperly flagged albumin and urine total protein results were obtained on three patient samples, causing a delay in reporting results for multiple samples and multiple assays on an advia 1800 instrument due to servicing the instrument. The customer reported the samples were not repeated with a dilution when the samples were required to. Sample ID (B)(6) albumin resulted with h (abnormal value (upper, lower)) and j (exceeded the calibration high range) flags. Sample ID (B)(6) total protein initial result showed an "u" absorbance (upper)) flag. Sample ID (B)(6) repeat result showed an h flag. The customer repeated the same samples on an alternate advia 1800 instrument. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting patient results.